Event description:
It was reported that this right ventricular (rv) lead was removed due to infection. There were no additional adverse patient effects reported. The right ventricular (rv) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).